Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
(B)(6) 2004: the patient presented with lumbar degenerative disc disease l4-5. The patient underwent arthrodesis posterior interbody l4-5, posterior non-segmental instrumentation l4-5, posterolateral arthrodesis l4-5, fluoroscopy up to one hour, autograft. Anterior arthrodesis: doctor implanted cage packed with autograft and packed the cage on contralateral side. Doctor implanted two screws on 4-5 right side and 4-5 left side. Posterolateral arthrodesis: doctor placed a ¼-inch rod under compression and in the lateral gutters placed a local bone graft and rhbmp-2 soaked sponge. (B)(6) 2007: the patient presented with CT scan of lumbar spine. Impression: l4-5 spinal fixation. There are severe hypertrophic degenerative facet changes at the above and below levels. These contribute to neural foraminal stenosis, particularly at the l5-s1 level bilaterally. There is also severe bilateral l4-5 neural foraminal stenosis. The spinal canal is not accurately assessed due to presence of beam hardening artifact from spinal fixation hardware. (B)(6) 2007: the patient presented with pain low lumbar, right side predominant, achy in nature and activity generated. Impression: juxta fusion transitional discopathy at 5/1. (B)(6) 2007: the patient presented with chief complaint of juxtafusion discopathy. Impression: juxtafusion discopathy l5-s1, retained hardware l4-l5. (B)(6) 2007: the patient presented pre-op diagnosis of retained hardware l4-5 and degenerative disc disease l5-s1. The patient underwent arthrodesis posterior interbody and a peek cage l5-s1; application of intervertebral device; posterior non-segmental instrumentation, posterolateral arthrodesis rhbmp-2 l5-s1; autograft; hardware removal, nonsegmental l4-5. According to op notes, the patient was implanted with peek cage packed with rhbmp-2 along with rhbmp-2 anterior to the cage, and bone graft all around the cage. (B)(6) 2007: the patient presented with numbness in right foot. Impression: status post hardware removal at l4-5 with tlif at l5/s1 (B)(6) 2007: the patient presented with pain extending into right buttocks. Impression: sclerodermal radiation from her lumbar fusion (B)(6) 2008: the patient presented with right leg pain, knee scope pain. Impression: status post tlif 12 months out (B)(6) 2008: the patient presented with CT myelogram of lumbar spine. Impression: apparently displaced disc space cage at l5-s1, with associated erosion of the portion of the l5 vertebral body, with the portion of the disc space cage extending into this defect; mild spinal canal stenosis at l2-l3 and l3-l4 related to degenerative disc disease; bilateral neural foraminal narrowing at l2-l3; solid interbody fusion at l4-l5. (B)(6) 2008: the patient presented with lumbar myelogram. Impression: several areas of narrowing of contrast possible due to degenerative change, disc bulging and osteophytic change. (B)(6) 2008: the patient presented with right leg pain. (B)(6) 2008: the patient presented with chief complaint of right lower extremity radiculopathy. The patient underwent lumbar revision/ decompression of right l5-s1 nerve; hardware, non-segmental removal, l5-s1; reinsertion of fixation, l5-s1. Arthrodesis, posterior interbody l4-5; intravertebral device, peek cage, l5-s1. Doctor found the right l5-s1 screw on the right to be loose, l5-s1 foramen. Doctor performed facetectomy on the left side and then placed a single peek cage packed with rhbmp-2 on the interbody. (B)(6) 2008: the patient presented reporting leg pain. Patient reported that the wound is draining. Status post revision with subsequent deep wound infection. (B)(4) 2008: the patient underwent sp PICC line placement. Impression: successful PICC line placement. (B)(6) 2008: the patient presented with pre-op diagnosis of deep wound infection. The patient underwent lumbar decompression and fusion; underwent a revision foraminotomy; underwent a lumbar wound I and d; underwent a second lumbar wound I and d and closure. Patient has minimal pain.(B)(6) 2008: the patient presented with pre-op diagnosis of deep bone marrow wound infection. The patient underwent lumbar wound incision and drainage. This is #2, with closure. (B)(6) 2008: the patient presented with minimal pain no radiculopathy. Patient has drainage from her lumbar wound. (B)(6) 2008: the patient presented pre-op diagnosis of deep lumbar wound infection. The patient underwent I and d lumbar wound vacuum assisted closure placement. (B)(6) 2008: no patient complications as per progress notes. (B)(6) 2008: the patient has no leg pain and no radiculopathy. (B)(6) 2008: the patient presented with x-ray for lumbar spine. Impression: post-surgical fusion changes at l5-s1 with multilevel degenerative disc and degenerative facet arthritis. No acute abnormality evident. (B)(6) 2008: patient has muscle tightness in her back, but no particular back pain. No patient complications as per progressive notes. (B)(6) 2008: the patient presented with x-ray for lumbar spine. Impression: moderately severe degenerative arthritic changes of the lumbar spine; no fracture. (B)(6) 2008: the patient presented with radiculopathy and stated that patient has intermittent numbness of foot, but no pain. Patient has fairly significant degenerative changes at 3-4 with vacuum phenomena and spurring. (B)(6) 2010: the patient complaints of low back pain into the right s1 area. It is aggravated by sitting, prolong sitting causes her increased discomfort. (B)(6) 2010: the patient presented with MRI lumbar spine. Impression: moderately severe spinal stenosis at l3-l4 from multifactorial disease; moderate spinal stenosis at l2-l3 from multifactorial disease; advanced degenerative disc disease at l2-l3 and l3-l4 above a three-level fusion; mild residual spinal stenosis at the fused l4-l5 level; mild left l2-l3 neural foraminal encroachment from a far lateral disc bulge. (B)(6) 2010: the patient presented with low back pain, buttocks pain, no leg pain. Assessment: lumbar degenerative disc disease with stenosis severe. Moderate 3-4. (B)(6) 2011: the patient presented with pre-op diagnosis of lumbar stenosis, lumbar degenerative disk disease, and lumbar instability. The patient underwent arthrodesis posterior interbody, l2-l3; arthrodesis posterior interbody, l3-l4; application of intervertebral disk device, peek cage with rhbmp-2, l2-l3; application of intervertebral disk device, peek cage with rhbmp-2, l3-l4; arthrodesis posterolateral, l2-l3, arthrodesis posterolateral, l3-l4; posterior segmental instrumentation using peek l2, l3, l4; autograft morcellized, same incision, epidural catheter placement, l1. Peek cages packed with rhbmp-2 were applied at both levels, and quite a bit of bone graft was placed between the 2 cages at l3-l4. Screws, titanium, into the pedicles and into the body at l2, l3 and l4. A peek rod was placed between all the screws. (B)(6) 2011: the patient presented with x-rays of lumbar spine. No sign of tumor, infection or hematoma. Impression: status post l2-3, 3-4 fusion for leg pain. (B)(6) 2011: the patient presented with x-rays of thoracic spine and cervical spine. Assessment: arthritic changes of the cervical spine, thoracic spine causing arthritis; cervical nerve impingement; cervical and thoracic muscle spasms. (B)(6) 2011: the patient presented with x-rays of lumbar spine. Impression: lumbar stenosis, lumbar degenerative disc disease status post decompression stabilization. (B)(6) 2013: the patient presented with x-ray and her chief complaint is left lumbar pain just to the side of her wound. Impression: thoracolumbar radiculopathy.